Event description:
It was reported that a device as "miss-firing" and "beginning to falter." No further information was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # j0421698v, implanted: (B)(6) 2004-12-08 explanted: product type lead product ID 3387-40 lot# j0421511v serial# implanted: 2004, product type lead. (B)(4).